Event description:
Smoke and sparks/flames noted on pt's chest upon defibrillation. Pt went into ventricular tachycardia several times and required several shocks. This pt had an extremely hairy chest.